Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.